Event description:
Autotransfusion set was being used to process salvaged blood. While processing, a blood leak developed near the tip of the bowl, causing less than 100 ml blood to leak into the machine centrifuge well. The user determined that they could not continue to process with the subject set and were unable to process approx 500-1000ml of salvaged blood. As a result, it became necessary to give the pt 400 ml of bank blood that would not have otherwise been given. No pt injury resulted, other than the need to give add'l bank blood.